Event description:
It was reported to philips that during a neuro-intervention procedure, the azurion device displayed that it had overheated and stopped producing x-rays. No patient harm was reported. It was identified that the device had been under heavy use for the previous hour, philips has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use when the issue was identified and the procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that system failed to initiate x-ray emission due to tube overheating and there was malfunction with the tube temperature stabilization. Review of the system log file showed overload messages in the tube. The fse checked the cooling oil level, cooling unit pressure, and the integrity of the cooling circuit of the rx tube. The fse also performed several functional tests after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.